Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump auxiliary alarm did not operate as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd, the pump history did show error code 30, but it could not be duplicated by mmd and the device operated as expected. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump auxiliary alarm did not operate as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. Complaint (B)(4).